Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was stuck in the injector. There was no patient impact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).